Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple drawer failures, and the drawers failed to recover. Troubleshooting steps were performed, including rebooting the device and attempting to recover storage space; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 3.2 and 4.1 experienced multiple ¿device not detected on bus¿ issues. The field service engineer (fse) reseated the row board cables on both drawers and removed all pockets to reseat each row board connection individually. The fse identified several cubies as faulty and informed that these would be replaced by the customer. The fse performed validation using the hardware test application, and no further issues were observed. The system functioned as intended after field service engineer repaired the device.